Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer has high blood glucose of 21 mg dl. The cause of the low blood glucose is calibration issue and lack of alarm. The customer did not mention any form of treatment for their blood glucose level. The customer also believes the pump error caused the low blood glucose issue. The customer did not mention any symptoms from their low blood glucose level. Customer is not returning the insulin pump for analysis. The customer did not contact a healthcare provider for their high blood glucose. The customer will call back to trouble shoot the issue.